Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter, product ID: 87 31sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter, other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jan-2020, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(4), ubd: 07-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a consumer regarding a patient receiving intrathecal fentanyl 2500 mcg/ml, hydromorphone 4 mg/ml, and unknown baclofen 198 mcg/ml (doses unknown) via an implanted pump for non-malignant pain. It was reported the hcp said ¿it feels like one of the tubes is down falling inside of there¿ (referring to the catheter). Patient symptoms were not reported. The event date was (B)(6) 2019. Physician listings were requested. No further complications were reported.